Event description:
Information received from the field notes that the patient arrived at the emergency room unconscious. Interrogation found the device to be in back-up mode. An attempt to perform a download was unsuccessful. A check of the device two days previous showed appropriate function.